Manufacturer narrative:
On april 20, 2021, mentor became aware that patient experienced bilateral capsular contracture and rupture post procedure. Patient experienced pain and tightening of both breast implants. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2021. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 26, 2022, mentor became aware that patient's identifier is (B)(6). Manufacturer¿s reference number:(B)(4)

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 275cc breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to have a tear on the posterior view, measuring approximately 13.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 7th 2021, mentor became aware of an error in the previous submission. Field g3: date received by manufacturer was incorrectly populated as may 5th 2021, but should have been may 23rd 2021. On may 23rd the device evaluation was completed, and mentor learned that the device return information from fields d9 and h10 was omitted from follow up #1 in error. This information should have been submitted as corrected data with an awareness date of may 23rd 2021 in follow-up report #2, but was instead submitted as additional information with an awareness date of may 5th 2021. Manufacturer's reference number: (B)(4). In follow-up report #2, g3: date received by manufacturer was incorrectly populated as may 5th 2021, but should have been may 23rd 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent breast augmentation revision surgery with a 275 cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2021.